Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would boot-up normally, but would then shut off when the key button was pressed to unlock the controls when prompted following the initial boot-up and after the screen locked out. It was noted that this repeated every time an attempt was made to restart or start the device. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis could not the customer comment; all incoming bench tests passed. It was noted, however, that the keypad flex was pinched, and both wires on the liquid crystal display (lcd) were pinched with the wires exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.